Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed two electrically leaky filters, designator fl10 and fl11, from the analog pcb assembly. The observed internal electrical leakage has the potential to deplete the internal hybrid layer capacitor (hlc) batteries; however, the leakage that was observed was not significant enough (3ua) to have caused the batteries to drain. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed that it had all three icons (charge pak, attention and service wrench) present on the display and that it would no longer power on.